Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2021. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for crea cartridge lot a21068.

Manufacturer narrative:
Apoc incident# (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 23-apr-2021, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results on an (B)(6) year old female cancer patient. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. It is suspected that the cause for elevated results is due to patient using hydroxyurea. However, patient medication was requested but not provided by the customer. The customer states the patient is an oncology patient who is currently under treatment., and suspects there was a drug interference related to this situation. Hydroxyurea is suspected but not confirmed at the time of this report. Per the I-stat crea cartridge - ref 03p84-25 art: 765791-00 rev. B., hydroxyurea will increase crea result. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.